Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose rose to 395 mg/dl. The customer also reported their blood glucose declined to 46 mg/dl earlier in the day. The customer's blood glucose was 328 mg/dl a the time of the call, which was treated with a bolus from the insulin pump. The customer stated they were sweating prior to the alarm occurring. Customer was able to verify that the time was advancing on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis.